Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in complaint system revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. Date of event: the exact date of event is unknown, not provided, but the best estimate date is (B)(6) 2021 as it was stated that the issue first noticed at surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary surgical procedure due to the tear of the capsular bag. A replacement lens of a different model and diopter (21.5 d) was implanted on cingulate motor area (cma) sulcus. It was indicated that the issue was first noticed at the surgery. There were no surgical interventions such as vitrectomy, incision enlargement or sutures required. There was no patient injury reported. The patient outcome at the time discharge was reported to be very well. No further information was provided.